Manufacturer narrative:
Approximate age of device - 4 months. A correlation of the device to the reported gi bleeding and hemolysis could not be conclusively determined. The pump remains ongoing supporting the patient. A review of the device history records revealed the device met applicable specifications. The instructions for use lists hemolysis and bleeding as potential adverse events associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for increased lactate dehydrogenase levels. The patient was administered IV heparin. The patient's hemoglobin and hematocrit levels subsequently decreased and the patient developed dark stools. The patient was administered 2 units of packed red blood cells. No additional information was provided.